Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, d4, h6, g1, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over. The technical support specialist performed a controlled purge to ensure the old data purges while the station databases are not bloating. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system interface was down. The customer added that the new orders were not crossing over. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated adverse event problem(refer to coding manual). Section h11 - updated - upon investigation of the actual device used in this incident it was determined that there was a data base issue. The technical support specialist performed a controlled purge to ensure the old data purges and applied ka 000008667 "shrink database or logs" to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system interface was down. The customer added that the new orders were not crossing over. There were no adverse events or injuries reported based on this event.